Manufacturer narrative:
Event date estimated as admission details were not provided. This complaint will address admission 11 out of 15. The event is being reported conservatively. Related manufacturer report #'s: 2916596-2020-03961, 2916596-2020-03962, 2916596-2020-03963, 2916596-2020-03964, 2916596-2020-03969, 2916596-2020-03970, 2916596-2020-03971, 2916596-2020-03972, 2916596-2020-03973, 2916596-2020-03975, 2916596-2020-03977, 2916596-2020-03978, 2916596-2020-03979, 2916596-2020-03980. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infection was addressed. It was also noted that most of these admissions were for volume overload and dialysis related needs.

Manufacturer narrative:
Section a2 and h6 (patient code): correction manufacturer's investigation conclusion: a specific cause for the patient¿s chronic driveline and pump pocket infections could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information regarding this event; however, no further information was provided by the account. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6); however, the patient continued to experience infection-related issues (reference MFR#2916596-2020-03977, MFR#2916596-2020-03978, MFR # 2916596-2020-03979, MFR# 2916596-2020-03980). The patient ultimately expired on 11jul2020 and no product was returned for investigation (reference MFR#2916596-2020-03652). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The hm 3 lvas IFU lists driveline infection, pump pocket infection, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.